Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 4 of 6. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to disconnect and remove cassette and advised the hp to contact the nurse. The hp stated he would do a manual exchange in meantime. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that the hp was in the clinic on (B)(6) 2011 and did not mention the alarm. The nurse confirmed the hp did not develop an infection and was doing fine. There was no sample available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).